Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 2.5, 2.6, lab: 9.9. Patient's therapeutic range: not provided.

Manufacturer narrative:
Investigation pending.